Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer also had 47 mg/d 30 mg/dl 60 mg/dl. Customer treated their blood glucose reading with juice. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event customer reported under issue. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window.